Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient three infection set site reaction from pooling on (B)(6) 2025. No further information available.